Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl at the time of incident. The customer¿s current blood glucose value was 241 mg/dl. The customer experienced mental confusion weakness symptoms due to low blood glucose. The customer treated low blood glucose with soda and patient fell sleep. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the insulin pump was returned due to customer allegation to low bgs. No allegation to pump defectiveness noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08730 inches. Successfully downloaded history files and traces using thus. No delivery anomalies noted. No delivery alarms not noted in the pump history/trace files on the event date. No traces of moisture were noted at electronic assemblies or motor assemblies per visual inspection. The test p-cap does lock properly. Device received with scratched case, cracked keypad overlay, cracked case(battery tube), and cracked case-corner of belt clip rails. Unable to verify customer alleged for low bgs. No device problem found during full functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.